Event description:
Customer reported testing with device at 5 pm; however a value was not provided. Customer took normal 25 units of insulin. Family member heard gurgling noises at 5 am and called the ambulance. Ambulance tested customer's glucose but a value was not provided. Ambulance treated customer with an IV and they were transported to the hospital. Hospital device = 49 mg/dl. Customer remained in the hospital for 3 days for observation before being released. No controls used. Test strip information was not available nor provided. A request was made for return product and replacement product was sent.